Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported tamponade may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a steam pop occurred and a thoracotomy was performed. Following isolation, ablation was performed at the lateral mitral annulus for atrial tachycardia and the impedance value increased 10 ohms. Rf energy was stopped when the impedance value gradually decreased from 98 ohms to 83 ohms and the steam pop occurred. An echocardiogram was performed and the patient became hypotensive. A thoracotomy was performed to stabilize the patient.